Event description:
Related manufacturer reference number 3008452825-2015-00019, 3005188751-2015-00031, 3005188751-2015-00032, 3005188751-2015-00033, 3005188751-2015-00034, 2030404-2015-00030. During a pulmonary vein isolation ablation procedure, a pericardial effusion occurred. An inquiry ep catheter was inserted into the cs and distortion of the signal and shape was noted on velocity. Fluoroscopy revealed a bend in the catheter at the proximal electrode. The catheter was replaced with another inquiry ep catheter and the case continued. Transseptal puncture was performed x 2, and geometry with voltage mapping was completed. Cryo-ablation was performed to all pulmonary veins. The patient was then hypotensive. Intracardiac echo, fluoroscopy and an echocardiogram revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the batch number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, vascular perforation in an inherent risk of any electrode placement.